Event description:
It was reported that the home choice was having unspecified issues and did not work right. The technical service representative assisted the patient in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported event could not be determined. Should additional relevant information becomes available, a follow up report will be submitted.